Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the loading was performed by medtronic personnel and confirmed by fluoroscopic inspection, right iliofemoral access was used with the inline sheath over a non-medtronic guidewire. The delivery catheter system (dcs) advanced with no resistance noted. The non-coronary cusp (ncc) pigtail was pulled back into the thoracic aorta for repositioning. When the pigtail catheter was advanced, it would not pass over the aortic arch. The patient¿s blood pressure began to decrease. The dcs was pulled back from the aortic root, the wire was repositioned, and the pressure improved. The wire was passed through the pigtail and it crossed the arch into position in the ncc. Transthoracic echocardiogram (tte) showed no pericardial effusion. The device was inserted back across the native valve and successfully implanted. After the dcs was removed from the patient, tte showed no paravalvular leak (pvl) and a gradient of less than 5mmhg. All catheters were removed from the patient, but before moving to the recovery room, tte revealed a small pericardial effusion. While in the recovery room, the patient¿s pressures decreased. The patient was brought back to the operating room. A left ventricular perforation was repaired through a pericardial window and a descending aortic root dissection was observed, but not treated. The physician reported that the dissection was possibly caused by the dcs or the non-coronary pigtail catheter, but the pericardial effusion and left ventricular perforation were attributed to the non-medtronic guidewire. Additional vascular repair was performed due to excessive bleeding out of the chest tube. It was reported the patient died one day following valve implant due to blood loss as a result of the perforation and dissection. The aortic arch was reported to be tortuous with a steep aortic root angle of approximately 70 degrees. It was unknown if an autopsy was performed.